Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the fantail and severe surgical tool marks were observed on both top and bottom covers. These are believed to have occurred during revision surgery. In addition, a dent was observed on the bottom cover as well as a crack along the seam weld. The photographic imaging inspection revealed disturbed wire bonds at the analog and digital integrated circuit chips. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The manual capacitor leakage test readings were unstable due to flooded components. The scanning electron microscopy analysis confirmed a crack on the seam weld. The open device visual inspection revealed heavy contamination. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld. This ultimately caused the device to cease functioning. A correction action was implemented. This is the final report.